Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code 1104 check vent backup alarm failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states the cpu printed circuit board assembly (pcba) board, and the power management printed circuit board assembly (pcba) were replaced last september for this issue. However, the unit has not seen much use since but per the diagnostic report drpta, there have been several occurrences logged intermittently since. The rse advised to replace the motor controller printed circuit board assembly (pcba) per the suggested repair in the manual. Investigation is ongoing.

Manufacturer narrative:
The customer replaced motor controller printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.